Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that all conductors had blood/body fluid (not obstructed).

Event description:
It was reported that the guide wire was stuck in the lead and could not be removed. The lead was removed and attempted an implant with another vendor. No patient complications have been reported as a result of this event.